Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 5 / 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and advised to close clamps and then to cycle power the hc machine to clear the alarm. The tsr advised the hp to finish with a manuals. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
Reportedly, post implant, surgeon saw a paravalvular leak and needed to reoperate. Unclear if device was explanted or remains implanted. The following information was provided from the "design validation notes", conducted at (B) (6), (B) (6) 2010. Surgeon #2, dr (B) (6) ((B) (6)), sales rep, provided the following information: dr used magna ease valve with no pledgets, got a paravalvular leak and needed to go back in and fix it. Magna ease has smaller sewing ring. Surgeon was unaware that pledgets should ideally be used with this valve. The valve looked like it was seated well, but ended up with a horizontal leak. Npr. No device specifics were provided.

Event description:
Boston scientific crm received information that this patient had been admitted to the hospital. The device triggered end-of-life (eol) on (B)(6), 2010 and then reverted to storage mode. The device had triggered elective replacement indicator (eri) on (B)(6), 2009. The patient had not been seen at the clinic since sometime in 2009. There had been a report that this patient's heart rate had been in the 30 bpm range. Currently, the patient is in atrial fibrillation with irregular conduction and is being monitored. The device's monitoring voltage is 2.18 volts. The patient has been scheduled for a device replacement procedure. Technical services explained that the device is not capable of delivering bradycardia or tachycardia therapy.

Manufacturer narrative:
Email dated 07/27/10 from sales representative states, "as a follow up to this report. I have spoken with the surgeon as well as the other surgeons at the account after this happened. The surgeon indeed did not use pledgets which is very rare. The other surgeons do. I have also instructed him to place his sutures closer to the elgiloy band. The problem has been corrected and they feel confident in this device. They were used to a 2800 which the sewing ring is significantly larger. I have no info on the device and the explants. I am thinking it was not a failure and that is why I was not notified this was purely technician dependent. Let me know if you need anything else as for serial # and size I do not know that and unsure if was explanted."

Manufacturer narrative:
The event was learned through a design validation study conducted at (B) (6) 2010 by the magna mitral ease project team.

Manufacturer narrative:
(B) (4) = paravalvular leak no product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review is not possible due to no lot/serial number was provided.